Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a bad low blood glucose reading and she passed out. Customer's mother, who lives in (B)(6), had to call 911 to have the paramedics go over to her house. Customer was taken to the hospital and did not wake up until she was all hooked up.